Event description:
A malfunction with code malf 9 was reported by the customer, but no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. The issue did not cause the blood glucose level to exceed 500 mg/dl. Customer was assisted by technical support in resetting the pump, which resolved the malfunction as it did not recur. Customer was advised to continue using the pump and to contact technical support if the issue happens again.